Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector is broken. Analysis also found the upper case is damaged and contaminated. The lower case is broken. Battery release, one knob, and the keyboard are contaminated. Battery contacts are compressed and battery drawer is damaged. (B)(4).

Event description:
It was reported the ventricle output is damaged. The device was returned for repair. There was no patient involvement indicated.